Manufacturer narrative:
The local area field representative was contacted for additional information. The patient was monitored and the lead was going to be addressed when the patient stabilized, however the patient expired. It was reported the patient was ill and also had the flu at the time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) and implantable defibrillation lead kept going into torsades de pointes. Shocks were successfully delivered, however a high out of range shock impedance was noted during shock delivery. This resulted in a code indicating an open circuit was detected. Subsequent shock impedance measurements were within an acceptable range. Boston scientific technical services (ts) troubleshooting including possible device and lead replacement. No adverse patient effects were reported.